Manufacturer narrative:
Device is combination product

Event description:
It was reported that shaft break occured. The target lesion was located in the circumflex artery. A 2.25 x 8 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent could not cross the lesion and they bent the hypotube aggressively and it ended up broken in two. They were able to remove the device. The procedure was completed with a different device. There were no patient complications nor injuries reported.